Event description:
Charging cord melted and the connection on the charge is corroded.

Manufacturer narrative:
(B)(6) 2022: the current information indicates need for immediate reporting. Based on the available information, the malfunction may lead to, or might led to, death or a serious injury if it were to recur or the event / incident did lead to, or might have led to, death or a serious injury. The technical documentation found no deviation or changes during manufacturing of the device. Conclusion analysis from trended case: the charger has been returned, because the micro usb interface has broken down, causing the device to become hot. The charger and cable shows visible signs of heating. The area around the connector is deformed, as well as the cable connector. A substance is seen inside the connector and also below the connector on backside housing. The components on pcb around the connector seems fine. Functional testing reveals that the charger works fine, when running on the internal battery. That means that the malfunction in the device is purly a breakdown of the micro usb connector. The connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. Further information and investigation results are pending.

Event description:
Charging cord melted and the connection on the charge is corroded.

Manufacturer narrative:
25-aug-2022: the current information indicates need for immediate reporting. Based on the available information, the malfunction may lead to, or might led to, death or a serious injury if it were to recur or the event / incident did lead to, or might have led to, death or a serious injury. The technical documentation found no deviation or changes during manufacturing of the device. Conclusion analysis from trended case: the charger has been returned, because the micro usb interface has broken down, causing the device to become hot. The charger and cable shows visible signs of heating. The area around the connector is deformed, as well as the cable connector. A substance is seen inside the connector and also below the connector on backside housing. The components on pcb around the connector seems fine. Functional testing reveals that the charger works fine, when running on the internal battery. That means that the malfunction in the device is purly a breakdown of the micro usb connector. The connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. Further information and investigation results are pending. 21-sep-2022: contact information on initial reporter corrected. Technical investigation concluded: the device history register showed no deviation or changes were found during manufacturing of the device. Technical investigation on the actual device: the charger has been returned, because the micro usb interface has broken down, causing the device to become hot. The charger and cable shows visible signs of heating. The area around the connector is deformed, as well as the cable connector. A substance is seen inside the connector and also below the connector on backside housing. The components on pcb around the connector seems fine. Functional testing reveals that the charger works fine, when running on the internal battery. That means that the malfunction in the device is purly a breakdown of the micro usb connector. The connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well-known and used standard but can mechanically break down. The clinical investigation concluded: based on these results from previous evaluations, clinical conclusion on this case is that there is a potential risk of heat dissipation based on the findings. Clinical evaluation of the event: from the previous investigations it is concluded that the high temperatures are limited to places difficult to touch, such as the back of the charger. Clinical conclusion on the case is that, even though unpleasant, it is evaluated unlikely that the device in failure mode would cause harm, if the event was to reoccur, because of the unlikely event of contacting the difficult to touch location. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register based on the above information the case is still considered reportable as the event / incident did lead to, or might have led to, death or a serious injury if it recurred. This is a final report.